Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 35-40 (mg/dl) during the night. Juice and soda was consumed to treat the low bg level. Reportedly, the customer's healthcare provider requested that the basal rate settings be adjusted to address low bg level. Tandem technical support assisted the customer with adjusting the desired setting.